Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the hcp was not aware of the patient's uti and she had seen her pcp at that time. The hcp will be following up with the patient in the office in september. The hcp have discussed with the patient's family to contact them if they have any concerns prior to the visit. At the time of this report, they are not in concernment of the medical device and uti's. There were no further complications or anticipations reported with this event. Refer to (B)(4) for details pertaining to the leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a urinary tract infection (uti) since ¿probably about a week ago¿. When asked if the uti was related to the device the caller stated that they didn¿t know, and that the doctor never said it was related to the device. The caller stated that when the patient has a uti they were up all night and day, back and forth to the bathroom. It was also reported that the patient was on antibiotics for the uti. No further complications were reported.